Manufacturer narrative:
Follow-up #1 date of submission 07/08/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 06/27/2014 with the following findings:a battery compartment crack was observed during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.